Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Initial procedure, (B)(6) 2009 : total left hip replacement. Revision, (B)(6) 2010: conversion from metal to polyethylene implant. It was reported by legal that the patient experienced two left hip dislocation. On (B)(6) 2017 a closed reduction was performed on the patient, the physician noted some capsule contracture limiting external rotation. It was noted that on (B)(6) 2011 the patient did not have any recurrence of dislocation or pain. Devices involved: 1217-22-060 acetabular cup, sz 60, lot eh5eg1000. The 1219-36-460 pinnacle marathon, lot b64bl1000. The 1365-53-000 metal femoral head, lot 2717713. The 1217-20-500 cancellous bone screw, 428157. The 1217-20-500 cancellous bone screw, 421818. Related complaint (B)(4).

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.